Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.